Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the pusher assembly. The pull wire was completely retracted out of the distal detachment tip (ddt). The embolization coil was detached from its pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusion: evaluation of the ruby coil determined that the embolization coil od was within specification, and there was no visible damage to the ruby coil. Since the ruby coil was detached, it could not be functionally evaluated, and the root cause of the reported resistance could not be determined. Further evaluation of the returned device revealed that the pet lock was broken and the pull wire was completely retracted out of the ddt. If the pet lock is broken on the proximal end of the pusher assembly and the pull wire is retracted out of the ddt, by design the embolization coil will detach from its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, upon attempting to insert a ruby coil into the lantern delivery microcatheter (lantern), the physician felt minor resistance; therefore, the ruby coil was retracted and was noticed to have unintentionally detached while partially inserted into the lantern. The physician was able to pull the ruby coil out of the lantern's hub, and then completed the procedure using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.